Event description:
Sales representative received an incident report from a physician in 05 it was reported that there were three similar incidents that took place on about 3 months earlier. The user was pressing the plunger on the staarvisc product and the cannual popped off the syringe, causing a corneal scratch (previously reported in the original MDR as ocular bleeding). The representative could not specify of there were additional injuries as a result of the incident. He also indicated that it is possible the cannual was not placed on the syringe correctly, locking it in place. The surgery center reports about 2 2/2 month later.